Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown, but her most recent reading was 189 mg/dl. The customer believes her blood glucose after the button error must be in the 300 mg/dl range due to eating and drinking; however, that figure is an estimate. The customer turned the pump off and turned it back on but the alarm persisted. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.